Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrograms (egm) show intermittent ventricular pacing (vp) markers without a following paced complex and without a subsequent t wave. Most vp show a large paced complex and distinct t wave. Possible loss of capture noted. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.